Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
On (B)(6) 2016: surgeon placed a radius head prosthesis - first time surgeon uses this product and declares "preoperatively I was satisfied with the performance, but I did have some doubts about the placement of the stem in the proximal radius. I missed the clamp feeling that I recognize from for example, the judet rhs of tornier in uncemented placement. X-ray shows loosening of the component. On (B)(6) 2016 conducted an screening to confirm loosening and then performed second surgery that same day. The component was completely loose and the prosthesis was placed again but now with bone cement.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
On (B)(6) 2016: surgeon placed a radius head prosthesis - first time surgeon uses this product and declares "preoperatively I was satisfied with the performance, but I did have some doubts about the placement of the stem in the proximal radius. I missed the clamp feeling that I recognize from for example, the judet rhs of tornier in uncemented placement. X-ray shows loosening of the component. On (B)(6) 2016 conducted an screening to confirm loosening and then performed second surgery that same day. The component was completely loose and the prosthesis was placed again but now with bone cement.